Event description:
Healthcare professional (hcp) reports three cracked headers noted along the threads of the CT 190g dialyzer during pt use. Two events occurred in march, while the other event occurred in april. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. The dialyzers were reused 12, 33 and 28 times prior to these events. Hcp reports no pt injury or need for medical intervention.